Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 34-millimeter (mm) transcatheter bioprosthetic valve, the valve moved ventricular upon deployment. The valve was identified as too deep with severe paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was performed without success. No change to the pvl was noted. A second 34mm transcatheter bioprosthetic valve was implanted valve-in-valve and resolved the pvl. A post-implant bav was performed and the procedure was completed. No additional adverse patient effects were reported.